Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion with a potential infection at the dbs implant site. The patient underwent a procedure wherein the dbs lead extension was removed. The physicians assessment was thought to believe the lead extension has a sharp edge at the connection site causing the erosion, however it is unknown which tail end is being reported. No further information has been provided despite good faith efforts. Additional information provided confirmed the dbs devices remain implanted and continue to deliver therapy. The patient had undergone a procedure wherein a wound washout was completed before reclosing the incision. It was confirmed there was no infection present however the patient was prescribed anti-biotics per the physicians assessment. The patient is doing fine.

Manufacturer narrative:
This report is being submitted as additional information was received in block b5. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI. Upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 753139. UDI#: (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7112015. UDI#: (B)(4). This report is being submitted to correct the field operator of device block d5, patient code block h6.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion with a potential infection at the dbs implant site. The patient underwent a procedure wherein the dbs lead extension was removed. The physicians assessment was thought to believe the lead extension has a sharp edge at the connection site causing the erosion, however it is unknown which tail end is being reported. No further information has been provided despite good faith efforts.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: 753139. Product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: n/I, batch: n/I.